Event description:
Received an electronic report of an event from a peritoneal dialysis patient who reported a leak where the 3 lines come together. Also, it was learned the patient was diagnosed with peritontis. The clinic peritoneal dialysis rn was contacted for additional information on this event. It was learned the leak occurred in 2006. On the following day, this patient reported abdomen pain and also cloudy fluid to his nurse. A sample of effluent was obtained. The results were a cell count of 1200, but no growth. A full course of antibiotics has been ordered. The patient is currently receiving vancomycin and tobramycin intraperitoneally for treatment of peritonitis the patient is currently continuing peritoneal dialysis as ordered. A sample is available. The rn stated that once the antibiotics were started, the fluid was clear the following day. The patient is reported doing fine.